Event description:
On august 9, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high. The technical service representative (tsr) spoke with the patient on august 11 and 14, 2006 to obtain/verify the following information. Prior to 2006 (before symptoms), the patient was getting meter readings such as "8, 10, 7, 9, and sometimes 4 mmol/l" and stated that his readings were "quite good;" however, when the tsr asked the patient when he noticed the "higher" meter readings, the patient stated that he noticed them a few days prior to 2006. The same day, in the morning, the patient developed symptoms of feeling disoriented, shaky, wobbly, and was having difficulties responding to his wife's questions. While experiencing the symptoms, the patient got meter readings "around 17 and 19 mmol/l." The next day, the patient got a meter reading of "16 something and 17.5 mmol/l," performed within minutes of each other, while experiencing the reported symptoms. In response to the meter readings, the patient also took "extra" diabeta (unspecified dose) even though the patient was feeling "low." He was unable to specify if the "extra" diabeta made him feel the same or worse. Around 9-9:30am, the patient went to the emergency room and was having symptoms of feeling "low," not speaking clearly, and feeling unwell when he arrived at the hospital. "Just" prior to going to the hospital, his wife gave him a glass of juice and the patient stated that he felt a "bit better." Around 1pm, the patient got a meter reading of "1.5 mmol/l" on the hospital's meter and was given a sandwich and a "glucose beverage," which reportedly relieved his symptoms. After having the food/drink, he got "19.0 mmol/l" on his meter but he was unable to recall the hospital's meter reading and if he was symptomatic at the time of testing. The tsr verified that the meter was correctly set to "mmol/l," an approved sample source was used, and the correct testing techniques were used. However, the tsr discovered that the patient has been using expired test strips and meter was miscoded for two weeks, which are use errors that can contribute to inaccurate meter readings. It was noted that user errors may have contributed to inaccurate meter readings; however, this complaint is being reported because the patient obtained relatively high meter readings while experiencing low blood glucose symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.